Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 1/8/10 regarding her husband's call to customer service on (B) (6) 2010. Both the reporter and the pt had provided info to the customer care advocate, cca. The husband reportedly wished to obtain more test strips for the pt. The pt confirmed the info. On an unrecalled date, the pt attempted to test with her onetouch ping meter because she was sweating and weak with heart palpitations. Although the pt now has difficulty differentiating between high and low symptoms, due to the palpitations the pt thought perhaps her blood glucose was elevated. The meter reportedly prompted an error message after each test rather than a result; "error 5, I think", she said. Later in the conversation with the cca and with this specialist, the pt stated that she was unsure if it was ER 5. Using another meter, the pt obtained "425" mg/dl and then bolused insulin from her pump accordingly. Her symptoms stopped. After opening another vial of strips from the same package on the same day as the alleged event, the pt successfully tested and has continued using the meter. And during troubleshooting with the cca on (B) (6) 2010, the pt successfully performed two control solution tests. The pt did not wish to obtain a replacement meter, blaming the test strips for the alleged error message. This specialist will send test strips and control solution. There is no indication the lifescan product contributed to injury since the pt's symptoms began before the alleged issue and the pt's symptoms did not worsen before she self treated with insulin. Because the alleged issue was not resolved, although the pt continued to successfully test with the same lot of strips and the meter, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.